Manufacturer narrative:
(B) (4). The ge service rep found loose arm head bolts. He tightened the head bolts and x-ray arm works as intended. He also verified the problem in cysto. The uroview does not appear to turn on. He found that the workstation keyswitch was in off position. He repositioned to on. System now refused to boot up. He inspected the dc power supply and adjusted the dc power supply to 5.05 vdc from 4.68 vdc. He cleaned the ps1 power connector. The unit now boots and fluoros properly. He replaced the worn power connector assembly to ps1. The system operates as intended.

Event description:
The customer reported that the table will not fluoro. It also did not boot up. No pt injury was reported.